Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 11/11/2019 no returned samples were received from consumer. Manufacturer evaluated retained product samples with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report of (B)(6) 2019 consumer stated that product was stuck in her wound. On (B)(6) 2019 consumer stated on returned cir that she was under medical care. She stated removed the product with saline and water to avoid causing more bleeding.